Event description:
On 6/10/2024, it was reported by a sales representative via phone that an ar-2326pslc peek swivelock suture anchor had an issue. During a rotator cuff repair procedure on (B)(6) 2023, the eyelet of the anchor would not come off; it was stuck on the device. Nothing broke inside the patient, and the surgeon removed everything from the patient in one piece with no harm to the patient. An ar-2324pslc suture anchor, peek-swivelock, with lot number 15221727, was used to complete the case successfully. The complaint device was available for return. There was no case delay, and no additional anesthesia was administered. This occurred during use with no reported patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 the complaint allegation is not confirmed. One unpackaged, ar-2326pslc, serial/batch 15212978, was received for investigation. Upon visual evaluation, no problems were noted with the exterior of the device. Functional testing found that the anchor moved smoothly in and out and the eyelet could be removed and put back on without any issues. No problem found.